Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported that during the surgery of suturing right rotator cuff injury, after insert the anchor, when tightened the suture, the suture was broken off and the anchor was pulled out. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgeon is very experienced with our product, 1st time faced with this issue. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of suturing right rotator cuff injury, after insert the anchor, when tightened the suture, the suture was broken off and the anchor was pulled out. The surgeon is very experienced with our product, 1st time faced with this issue. No additional information could be provided. The anchor was received and evaluated. Upon visual inspection, it was observed that the end of anchor had a lot of nicks and dent marks and it was pulled out of the tip; therefore, this complaint can be confirmed. The suture was missing; in consequence, the analysis of the suture was not possible. The photo provided by the customer showed the same results found during the physical analysis. At this time, with the information provided, a definite root case cannot be determined for this failure. The possible root cause can be related to the incomplete insertion or poor bone quality may result in anchor pullout. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A manufacturing record evaluation was performed for the finished device lot number: 3l05651, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.